Manufacturer narrative:
The reagent lot number was requested but not provided. The qc recovery was within +/-2 standard deviations. There was no indication of a performance issue of the reagent. A field service engineer (fse) determined that the rinse level was misadjusted. The fse readjusted the rinse level. The customer ran the module without any alarms and the precision results were acceptable. The customer did not report any other issues after service. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable magnesium gen.2 result from the cobas 8000 c702 module. The initial result from the module was 3.8 mg/dl. The repeat result from another module was 2.3 mg/dl. The initial result was repeated due to a delta flag. The repeat result was deemed to be correct.